Manufacturer narrative:
Reliability analysis inspected one opened/used sensor. Performed continuity resistance test and the sensor failed per specifications. Also found the sensor with cannula bent. Unable to confirm that the customer received the sensor in said condition due to that product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they are receiving sensor and calibration errors. The customer's blood glucose level at the time of incident was unknown. The customer states going into low alerts. The customers' blood glucose level was 193mg/dl and the sensor reading was 56mg/dl, and the device shut off. Troubleshooting was conducted. The customer's sensors are being replaced and returned for analysis.